Event description:
Boston scientific received information that during a routine implant procedure, the chronic device was removed and the lead exhibited acceptable measurements with the pacing system analyzer (psa). The pin was placed into this new device, with the set screws down and the patient went asystolic for greater than two seconds. The physician then placed the lead back on the psa. The boston scientific sales representative reinterrogated this device and saw no pacing when inserting the pin a second time. A second device was used, with all measurements and pacing within acceptable limits. No adverse patient effects were reported as a result of the asystole.

Manufacturer narrative:
Upon receipt at (B)(4) laboratory, the device was thoroughly inspected and analyzed. As received, the device was programmed for (B)(4) operation with an lower rate limit of 30ppm with an output of 0.1v @ 0.40ms. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.